Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found damaged enclosure, front cover, tank cover, line cord, and 390 block. Functional testing found damaged liquid-crystal display (lcd) upon power up. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No product information has been provided to date.this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the user was unable to read the display. No patient injury was reported.